Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
Rp.013120 ¿ the dentist reported that after 8 days dental implant was installed in intraoral region 30#, its non-osseointegration was observed. The dentist also informed that the patient presented insufficient bone quality/quantity.